Manufacturer narrative:
Concomitant products: 694965 lead implanted (B)(6) 2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the right atrial (ra) lead disrupted arrhythmia discriminators resulting in an inappropriate shock for what appeared to be sinus tachycardia. Loss of capture was also noted on the left ventricular (lv) lead. Reprogramming was performed and both leads remain in use. No further patient complications have been reported as a result of this event.